Manufacturer narrative:
The failure investigation has been completed and the effect to patient cannot be confirmed through a log review or duplication testing. Functional test was performed and the device passed all specifications in functional test; no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experience a blood glucose (bg) level of (316 mg/dl) the customer stated that water would be consumed and bg's would be monitored. The customer stated to not know what caused elevated bg level. A system check was performed indicating the pump was functioning as intended. In addition, it was reported that the pump would not charge normally despite attempting multiple cables and power sources. When the pump was plugged into a power source, the pump did not recognize the power source. The customers bg level was not impacted due to the pump not charging normally. It was indicated that the customer would continue to use the pump until a replacement arrives.